Event description:
It was reported that during the procedure, after placement of an unspecified xience xpedition stent in the left anterior descending coronary artery, a 3.5x15 xience xpedition stent delivery system (sds) was advanced via femoral access into a non-abbott guiding catheter, over a balance middleweight (bmw) guide wire, and toward a moderately calcified, approximately 75% stenosed lesion in the moderately tortuous mid circumflex coronary artery, for direct stenting, but failed to cross the lesion. The xience xpedition was withdrawn from the anatomy and the lesion was dilated using a 3.0x15 non-abbott balloon dilatation catheter (bdc) inflated once to 10 atmospheres (atm) for 21 seconds (sec). The xience xpedition was then re-advanced into the anatomy, but failed to cross the lesion and was then withdrawn a second time, without resistance felt. Further lesion dilatation was performed using the same 3.0x15 non-abbott bdc via inflation to 10 atm for 31 seconds, then was withdrawn. After advancement of a hi-toque ironman guide wire as a buddy wire, the same xience xpedition was re-advanced, but failed to cross the lesion a third time. Upon withdrawing the undeployed xpedition sds into an unspecified guiding catheter, without resistance felt between the xience xpedition and guiding catheter, the stent dislodged inside of the guiding catheter then floated to the left main coronary artery. The stent was successfully snared from the anatomy and another xience xpedition was used to complete the procedure. There were no adverse patient sequelae, however, this issue contributed to a delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device code: re-insertion. It should be noted that the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, it appears that the IFU deviation caused or contributed to the reported difficulties. The device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.